Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. . Upon investigation the electrode belt unable to complete an ECG fall-off test. The j703 connector on the distribution node pca. Wad broken causing the faults. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.